Event description:
A difficult ureteroscopy and stone retrieval procedure performed at an off-site location was complicated when one of the basket's paired wires broke and embedded in the ureteral wall. The pt was admitted to the hosp for an open procedure. Successful stone and device retrieval was reported no further details are available regarding the circumstances surrounding this event. Should further details become available, a supplement report will be forwarded under 1828132-1996-00035. The device was not returned for evaluaiton. Therefore, no failure analysis will be available.